Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, the right cylinder had come out of the corporal space. The cylinder was repositioned without difficulty.

Event description:
Additional information stated that the corpora may not have been closed properly, and over time the suture line reopened. No device malfunction was reported.

Manufacturer narrative:
This follow-up MDR is created to document the conclusion of the evaluation and additional event information. No product was received for evaluation. As examination of the components may not conclusively confirm or disprove the report of dehiscence and migration, quality accepts the physician's observations as to the reason for surgical intervention. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, non-conformances and capas revealed no trends for this lot.